Event description:
Medtronic received information regarding a navigation system used in a cranial biopsy. It was reported the surgical plan had been made and trajectory guide collar mounted. Trajectory was locked following insertion of the probe, but the biopsy needle could not be tracked by the navigation system. Surgeon confirmed that the correct procedure had been selected, realigned trajectory with the probe and re-locked trajectory without success. The needle was inserted into the guide tube and still was not able to be tracked. Operating theatre lights and overhead lights were also dimmed which did not assist. Surgeon proceeded with biopsy utilizing the existing trajectory and depth settings. No patient or user harm. There was no delay in the surgical procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc version 2.0.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the software analysis was completed. There were two sessions of successful locked trajectory captured. There was also a momentary "paused monitoring" status when the instrument was in view of the camera; however, tracking restarted immediately. Logs also captured over 500 infrared interference errors leading to speculation that these interferences might have influenced or caused tracking issues during this procedure, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.